Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The returned quartz was powered on and an audible beep was observed to indicate a successful boot and communication was established. Review of the submitted logs revealed a ¿no contact force error message¿ was observed on the field reported date. However, a known-good catheter was connected and valid contact force was observed. Fiso diagnostic verified all fiso compact modules were functional. The field reported event was not reproduced as valid contact force and communications were maintained for an extended period with no anomaly observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided and investigation performed, the quartz displayed valid contact force and communication was maintained during evaluation. The cause of the reported could not be determined.

Event description:
Related manufacturing ref:3008452825-2021-00141. During an atrial tachycardia procedure, the reset button on the tactisys was flashing red and the case was cancelled. The ablation catheter was inserted through a non-abbott sheath to the left atrium. The catheter was as expected on ensite precision; however, the contact force information was not. The system was restarted, and all cable connections were checked. The reset button on the tactisys was flashing red even when the catheter was connected. The case was cancelled with no adverse consequences to the patient.